Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 406 mg/dl. The customer reported they will be meeting with their health care professional. Troubleshooting for high blood glucose was not performed. The customer also reported issues calibrating the sensor. The insulin pump will not be returned for analysis.